Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate. Per additional information received on 09-oct-2018 the catheter was drained using a guidewire.

Event description:
It was reported that the catheter balloon was difficult to deflate. It was later reported on (B)(6) 2018 the catheter was drained using a guidewire.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Sample was visually evaluated and no pinch or blockage observed. The balloon was inflated with 10ml of water using normal fill technique and the balloon was able to inflate and deflate in 5 and 4 seconds. Dissected and did not find anything to contribute to the reported problem. How and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿precautions for use when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] No substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] do not wipe catheter surface with organic solvents such as alcohol. Do not aspirate urine through drainage funnel wall. Since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken."